Event description:
It was reported that the atrial lead had been disabled in the past due to poor sensing values. An x-ray showed that the lead had dislodged. No patient symptoms were reported and the lead remained implanted.